Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, was dislodged from the seal. Engineering also observed that the septum, an internal rubber component of the seal, was torn and fragmented. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The date in section g4 was corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
Procedure performed: unknown. Event description: at the end of the case when the surgeon was performing the final washout , he noticed a foreign object in the abdominal cavity. On retrieval it was identified as a plastic seal which had slipped off the cannula which looked intact and still on the patients operating site. Intervention: component removed. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: at the end of the case when the surgeon was performing the final washout , he noticed a foreign object in the abdominal cavity. On retrieval it was identified as a plastic seal which had slipped off the cannula which looked intact and still on the patient's operating site. Intervention: component removed. Patient status: no patient injury.